Manufacturer narrative:
Complaint was in additionally investigated by maquet (B)(4). The possible cause could be determined as a missing. Visual control before assembly and damaged parts during transportation. The design of the packaging has been reviewed by the construction team of maquet turkey. The investigation result of the packaging method of the set shows that the failure could not be caused during packing. Furthermore the DHR of the involved set does not have any abnormalities. As a corrective action, 100% control instruction has been implemented to visually control the oxygenators before the assembly. Moreover, the visual control points of the oxygenator have been explained to the operators with the support document. Additionally the operators are informed about the complaint.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). During this investigation it was found that leakage on the temperature sensor on blood outlet connector of the oxygenator had occurred. Additional complaint - # (B)(4) was opened to evaluate this failure. No evidence was provided that this failure was noticed within the initial complaint report. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage was conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. Investigation is still pending. Additional information: the product mentioned is a vkmo and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): (B)(6).

Event description:
During investigation of complaint (B)(4), an additional malfunction (leakage at temperature sensor on blood outlet connector) was found. (B)(4).

Manufacturer narrative:
The device history record has been reviewed by the manufacturer for the related product. The product passed every production step and was not marked as scrap. There were no references found, which would indicate a nonconformance. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).